Manufacturer narrative:
The device has been received by baxter for evaluation. A follow up medwatch will be submitted upon completion of baxter's investigation. (B)(4).

Event description:
The facility representative reported to baxter (B)(4) technical services one flogard pump in which the device beeps and turns off and on and will not keep running. The reported condition occurred during programming/setup in the general patient ward. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This device has not been serviced by baxter prior to this event. (B)(4).

Manufacturer narrative:
The reported condition of turns off was confirmed and duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4).